Event description:
It was reported the procedures are being reported from interventional radiology. The nurse manager from radiology reported they have had multiple complaints from the oncology unit and from their outpatients stating the catheters are clotting, unable to draw blood from, and extremely slow flushing and infusing fluids. As a result, interventional radiology is having to exchange the original catheter two or three times in a short period. They do not know if this caused any delays in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4).